Manufacturer narrative:
The field service engineer found that cells were flooded with water due to a damaged tube in the cell rinse station. The tube was replaced and the analyzer was confirmed to be running within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an hba1c value of 12.617 %, which repeated as 6.5 %. The second sample initially resulted with an hba1c value of 12.769 %, which repeated as 7.509 %. The third sample initially resulted with an hba1c value of 10.243 %, which repeated as 5.637 %. The fourth sample initially resulted with an hba1c value of 8.391 %, which repeated as 5.705 %. The fifth sample initially resulted with an hba1c value of 8.236 %, which repeated as 6.100 %. The sixth sample initially resulted with an hba1c value of 8.382 %, which repeated as 7.492 %. The hba1c reagent lot number was 47201501, with an expiration date of 30-nov-2021.